Event description:
The customer reported that the system's application would not start up correctly. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system was reset then started correctly. It was tested and found to be working as intended and put back into service.